Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump shut off unexpectedly. The customer declined to provide additional information regarding the issue. Customers blood glucose level was 78 mg/dl.